Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015; 5568-53 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular lead had no capture, high impedance, and a possible fracture. The lead was capped and not replaced as the patient was downgraded from an crt-d to an ICD. No patient complications have been reported as a result of this event.